Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: on investigation, the reported dim/faded display issue could not be investigated due to a cracked display screen. Caps were not returned and using test caps the pump powered up to a blank display with auditory and vibratory features. Display screen was found to have cracked and not functional. The remaining testing could not be completed. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional infomation was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.